Event description:
It was reported that "the nurse practitioner during initial insertion of the central vein catheter (cvc) observed that the guidewire broke (external to the patient)." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine , " and no additional medical intervention was required.

Manufacturer narrative:
(B)(4).